Manufacturer narrative:
A possible root cause was determined. The customer inadvertently turned the provue barcode and volume verification settings off. Therefore, the analyzer was unable to read the barcode of the diluent. User error could not be ruled out as a contributing factor. Mts products were ruled out as a contributing factors. Customer informed mts diluent 2 was not validated for use in the mts a/b/d monoclonal and reverse grouping cards. Account reconfigured setting so that barcode reading and volume verification is turned back on. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that they were performing forward typing in the mts a/b/d monoclonal and reverse grouping card on the ortho provue analyzers using incorrect diluent product (mts diluent 2) instead of mts diluent 2 plus. The customer inadvertently turned the provue barcode and volume verification settings off. Therefore, the analyzer was unable to read the barcode of the diluent. Use of incorrect diluent product may lead to erroneous test results and the potential for incompatible blood transfusion. The operator detected the issue preventing the possibility of erroneous results from being reported.